Manufacturer narrative:
Additional information was received on the event on 8/31/2020. The gender of the patient is male. The patient was admitted to the intensive care unit for 2 days and was later discharged in a recovered condition. Therefore, a3. Sex was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review, it was identified that a correction was needed for the 3500a initial report. We reported, "the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed." However, it should have read, "additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed." Therefore, also updated the following fields: h6. Method codes. H3. Device evaluated by manufacturer? H3. Reason for non- evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
"The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30349509m number, and no non-conformances related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cryo ablation procedure for atrial fibrillation (afib) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure when the cryo sheath (non-bwi product) was inserted, blood cannot be drawn from the sheath. After that, as the case progressed it was noticed that the patient¿s blood pressure dropped to 80, and a body echo was used to check for pericardial effusion; however, no effusion was observed. The case continued and after cryo, ablation was performed to the bottom line with a thermocool® smart touch® sf bi-directional navigation catheter. At that moment, the patient¿s blood pressure dropped again to 70. Fluoroscopy was performed, and it was noticed that the movement of the heart had slowed down. Cardiac tamponade was confirmed in the left atrium (la) for which pericardiocentesis was required. About 400ml of blood was drained. The blood looked like venous blood; however, the amount of oxygen was higher than that of venous blood. Extended hospitalization was required as a result of the adverse event, the patient was admitted to the intensive care unit for 2 days and was later discharged. The physician commented that the event may have occurred due to either accidentally bending the ablation catheter in the left atrial appendage (laa) when zeroing the catheter or due to the cryo sheath used. No bwi product malfunctions were reported.